Event description:
It was reported that the pulse generator exhibited a -data not read- message, instead of battery data. The device reached elective replacement indicator (eri) in 2008. At about 5 months prior, battery voltage was 2.71 v with an estimated remaining longevity of 1.25 years to eri. The pulse generator was replaced due to premature eri.

Manufacturer narrative:
Na